Event description:
According to the reporter, intra-operatively, the first device had an issue, then they used another three devices and it had incomplete staple line. The staple line was able to fix by manual sutured. Patient involvement being followed up.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that one loading unit had damage to the cutting edge of the knife blade. The second loading unit was prefired and engaged in interlock. There were staples protruding from the staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. However, the investigation detected a secondary condition of staple prefire that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.